Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the product was discontinued from use, and the wound was irrigated with sterile (normal) saline which resolved the issue as a result. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that after applying product as directed to surgical wound, end-user experienced burning and stinging to wound. Issue resolved when wound irrigated with sterile (normal) saline. Issue occurred approximately 3 or 4 weeks ago.